Manufacturer narrative:
The values of meter 2.5 and lab 4.7 were not evaluated because of sampling/technique error - fingerstick not used for meter test. Meter test was performed with venous blood. Only fresh capillary whole blood should be used with the meter. The products associated with this complaint are not expected to be returned. No corrective action at this time as no product deficiency was established.

Event description:
Caller reported discrepant results when testing inratio2 vs, venous pt/inr inratio2 was inr 2.5 and venous was 4.7.